Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter & strips were tested in comparison to a retention meter & masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.

Event description:
The reporter stated that while using the coaguchek xs meter (serial number (B)(4)) to test a patient a result of 4.7 inr was obtained. When they retested the patient using a different finger and using coaguchek xs meter (serial number (B)(4)), a result of 3.5 inr was obtained. The tests were taken 7 minutes apart using strips from the same vial of strips. It was believed that the result of 3.5 inr was correct. It was reported that the coumadin was being held on the based on the meter reading. It is not clear as to which meter reading was used to hold the coumadin and there is no information provided as to how long the coumadin would be held. The patent's therapeutic range is 2.0 to 3.0 inr. Prior to the tests the patient's coumadin had been held for the last two days. He had not started on any new medications and there had not been any dietary changes. It was reported that the patient does not have any antiphospholipid antibodies. The reported stated the patient was fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 20619621) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.